Manufacturer narrative:
Corrected fields: b3/b5 (information was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced, it was only discovered in the error log. It is likely the reported event occurred due to a defective generator board, footswitch, and/or use error. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported event occurred at the beginning of a therapeutic hysterectomy. The patient was under general anesthesia and there was a twenty minute delay to the procedure. The procedure was completed using another device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a reported displayed error code e433. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The error message e433 could be found several times inside the error memory. It can be assumed the generator board is defective. The suspected root cause is wear and tear damage with customer mishandling and with increasing use/time. Furthermore, the following additional issue (non-reportable) was identified during inspection: scratches on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.